Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this left ventricular lead was surgically abandoned and replaced as patient experienced phrenic stimulation in all possible vectors. No additional adverse patient effects.